Event description:
It was reported that the 9900 system had a dicom problem. The system did not boot up the first 2 times. The work station was stuck on the bar graph and this has been intermittent for a couple of weeks. No pt injury was reported.